Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.